Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the evaluation found the following: the angulation malfunction in the up direction and the up/down knob tension was out of standard value due to a worn angle-wire, there was a waterproof failure due to deformation of the scope cover, the charged coupled device was scratched which caused the image to be partially dark, and there was corrosion due to water leakage of the scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope received an e315 incompatible scope error. The issue was found during preparation for use. The device was inspected before usage and there was no delay in procedure. There were no reports of patient harm.